Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, the device memory data was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to "bradycardic arrest" and remains intubated in the intensive care unit (ICU). The device was having undersensing issues that lead to therapy termination during a ventricular fibrillation (vf) episode. The device was reprogrammed and remains in use. It was further reported that the right ventricular (rv) lead was undersensing during a vf episode that lead to therapy termination. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.